Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and was creating a lot of extra signals on the right atrial (ra) channel. It was noted that the device had high capture thresholds, as well. Additionally, the device exhibited a decrease in impedance several months ago, but it remained within range. The device's programming was changed, and the extra signals cleared. The plan is to monitor the issue. The device remains in use. No adverse patient effects were reported.